Event description:
It was reported the patient underwent a right hip revision approximately 6 years post implantation due to implant breakage while walking accompanied with pain, noise, and sensation of sand. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ceramic head; item# unknown; lot# unknown, 56mm o.d. Size kk porous uncemented with uni-hole shell use with kk liners; item# 00875705600; lot# 62945617. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00337, 0009613350-2022-00338. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product and provided pictures confirm the reported event. Radiographs were provided and reviewed by a health care professional which identified the following: pre- and post-op alignment is maintained. Bone quality appears normal. Implant fracture is confirmed. There is no evidence of loosening. There are no other implant concerns identified and the patient anatomy appears unremarkable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.